Event description:
The physician used the cassi ii rotational core biopsy system for a breast biopsy. During the procedure, two specimens were obtained. The physician was not sure if the two cores would be sufficient for a diagnosis. Another biopsy was performed with a non-sanarus device (device unknown); however, no cores were obtained. Neither biopsy device provided a biopsy sample sufficient for diagnosis in this patient. When speaking to the physician's office, it was noted that the patient has decided to go to another physician for her care. Any additional treatment for this patient is not known.

Manufacturer narrative:
The device will be returned to sanarus from the physician, but has not been received as of yet.